Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.